Event description:
It was reported that the patient experienced a power-on-reset (por) condition. The message appeared when the patient tried to increase stimulation. The implantable neurostimulator's battery was full. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).